Manufacturer narrative:
Event date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a problem with the ins. They fell about two weeks ago and now the ins wasn't working. The ins would turn on for a little while but then shuts itself off. They weren't doing anything when the ins shuts off. The patient reported that the batteries inside of the ins "go short". These issues had been occurring for about two weeks. No further complications reported.